Event description:
It was reported that intermittent empty cartridge alarms occurred while the cartridge was not empty. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 162-181 mg/dl.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
H6 (added medical device - problem code: 1383).

Event description:
Additionally, it was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer reverted to alternate method of insulin therapy.